Event description:
It was reported that incorrect battery longevity estimations were observed. The device longevity was estimated at around 2-2.5 years around 6 months ago and then few weeks ago the device was at eri. It was discussed that this was likely due to the known issue in this device with the longevity calculations around the midlife point. It was noted that the recent software update at the end of 2016 included an update to fix this calculation anomaly. Patient¿s condition was stable.